Event description:
An infection developed as a consequence of poor control of diabetes [infection]. Product did not seem to work, no insulin came out of it [device failure]. Blood sugars were not correctly managed and I became ill [diabetes mellitus inadequate control]. Causing distress [emotional distress]. Case description: the incident does not represent a serious public health threat. Medical device info: (B)(6): this spontaneous case from (B)(6) was reported by consumer as "product did not seem to work, no insulin came out of it", "blood sugars were not correctly managed and I became ill", "an infection developed as a consequence of poor control of diabetes" and "causing distress" and concerns a (B)(6) male pt using novovpen 4 from (B)(6) 2010 and ongoing for device therapy due to type ii diabetes mellitus. Pt's height: not yet provided. Medical history includes type ii diabetes mellitus. On (B)(6) 2010, the pt started to use insulin and therefore to use a novopen 4 for the first time. The pt received training at the doctor's surgery and viewed the novo nordisk online training video. Even though the pt was very nervous due to needle phobia, he felt that he understood well how the product worked. The product did not seem to work for the 4 days he was using it. No insulin seemed to come out of the pen - occasionally it came and then not - this was despite following the instructions. This was extremely frustrating and caused considerable distress as he was injecting for no reason and not really being sure if anything was actually coming out of the device. As a result of the failed operation of the device his blood glucose levels were not correctly managed and be became ill. On (B)(6) 2010, the pt returned to the pharmacy where he received the product from. They agreed that the instructions were followed as indicated and that the product was not working and it was, therefore replaced. The replacement does work. On (B)(6) 2010, an infection developed as a consequence of poor control of type ii diabetes. He was prescribed antibiotics for 7 days to clear up the infection. As a consequence of the infection he was unable to attend his workplace for 7 days. He is a freelance consultant and was not therefore paid for these 7 days. The pt wrote the letter to novo nordisk as he is very cross that he has had to endure illness, anxiety and frustration as a consequence of the novo nordisk product. It has not been a pleasant introduction to the product at all and does not reflect well upon the quality of the novo nordisk products. The pt will be nervous using this product from here on and will not be recommending it to others. He wants to know if (B)(4) has a more suitable product (that works) for needle phobic individuals. Outcome of the event is unk. The suspected device will not be returned for investigation. The failure of the device did not help him with his phobia and caused him considerable further anxiety, frustration and anger. Please note: on (B)(6) 2010, the case was upgraded to medically significant based upon evaluation of follow-up info received. Comment: company comment: the reporter (also pt) has stated that he developed the infection as a consequence of poor control of type ii diabetes, which could be due to the malfunction of (B)(4). Novo nordisk has recommended using insulin delivery device (novopen/flexpen) according to the instruction manual, of which any deviation may cause the damage of pen or uncorrected dose administration. Also, diabetic pts are in general more susceptible to infections as high blood glucose level can weaken the pt's immune defenses. As no other case with similar root causes and seriousness has been received novo nordisk a/s does not concede this as a safety concern.